Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. The pump functioned properly after plugging in the battery tube connector. Unable to perform idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery test, displacement or self tests due to the blank display. The pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer stated that the pump stopped working without alarming the issue. Customer's blood glucose reading was 372 mg/dl. Customer stated that her blood glucose went high because pump quit working and she does not know how long she went without insulin delivery. Customer stated that the display issue was not resolved with a new battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.